Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. No unexpected pump error alarm during testing however, pump error alarm, variable is in the formatted history file due to cold solder joints at of the keypad assembly. Pump received with scratched case, missing serial number label, end cap address label faded, cracked select button keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed hall sensor movement error. The patient's blood glucose at the time of incident was 7.6 mmol/l. The alarm occurred multiple times. The insulin pump had also alarmed with a battery failed alarm. The insulin pump will be returned for analysis.